Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that after implant of the atrial lead the monitored showed long pauses. Physician suspected lead dislodgement so the pocket was reopened. The physician attempted to reposition the lead but the lead wouldn¿t fix, had high thresholds and wouldn¿t capture. The lead was removed and no atrial lead was implanted. No patient complications have been reported as a result of this event.